Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, when the patch was removed, the patient could only see a white background much like an illuminated computer screen or etched glass and floaters in the eye. The patient later followed up with his doctor and he attributed it to his rk (radial keratotomy) surgery performed. Over time, the whiteness faded, but the patient can¿t focus anything at distance. Doctor arranged for a magnetic resonance imaging (MRI) but nothing conclusive was found. The patient was referred to a retinologist, at his visit told him that the surgeon thought the lens was wrong for there wasn't enough contrast and there was damage to the lining of the cornea. The surgeon now recommended removing the company¿s lens and implanting an unspecified monofocal lens and depending on the outcome a partial cornea replacement. All have concluded there was no macular degeneration and glaucoma. Eye pressures normal. Additionally, the patient reported having astigmatism. The surgeon noted that the cells on the inside of the cornea are only 75% and it may need a partial cornea transplant. Hence the lens was explanted and replaced with another non-company lens in a secondary procedure.